Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the coil was inspected prior to use and there were no issues identified. The subject coil was removed with microcatheter during procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during coiling procedure, the subject coil was prematurely detached inside the microcatheter . The microcatheter was completely removed from the patient. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Event description:
It was reported during coiling procedure, the subject coil was prematurely detached inside the microcatheter . The microcatheter was completely removed from the patient. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.